Event description:
It was reported that some original nano pen needle's were mixed into the box of bd nano¿ 2nd gen pen needles. The following information was provided by the initial reporter: "consumer stated that nano original pen needles were mixed in with her box of nano 2nd gen pen needles."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications

Event description:
It was reported that some original nano pen needle's were mixed into the box of bd nano¿ 2nd gen pen needles. The following information was provided by the initial reporter: "consumer stated that nano original pen needles were mixed in with her box of nano 2nd gen pen needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.